Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. Patient had bumps at the site of sensor insertion. On (B)(6) 2016, during a routine doctor's visit, the patient's doctor noticed the small bumps on the patient's skin, where the sensors have been inserted. The doctor advised the patient to ask dexcom if we have seen this skin reaction before. Patient did not report any treatment or prescriptions from the doctor's visit. No additional event or patient information was provided.